Manufacturer narrative:
Device return has been requested. At the date of this report device has not been received.

Event description:
Customer reported while charging their device the device became very hot. The device became hot to the point the user could not touch the device. Following the event the device was no longer able to power on. No death or serious injury reported.